Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise causing oversensing on the right ventricular (rv) lead was noted. Provocative testing was performed and the non-sustained right ventricular oversensing (nsrvo) was reproduced. No further intervention was performed at this time, but lead replacement or revision is anticipated the patient was stable with no adverse consequences.

Event description:
The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead did not reveal any anomalies with the exception of damages consistent with those occurring at the time of the explant procedure. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.